Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 116 mg/dl. Customer went to put her blood glucose level in the pump and it would not do anything. Customer stated that all the buttons are not responding. Customer took the battery out and tried to get it to respond, but it would not respond. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No frozen screen noted. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).